Event description:
Pt had extracapular cataract extraction on 5/8/96 left eye with posterior chamber implant. First post op visit uneventful, visual acuity left eye 20/40. Seen again on 6/7/96 in the office with visual acuity left eye with best connection 20/50. Dr thought pt had slight diabetic retinopathy. Pt was seen again on 6/21/96, complaints of foreign body sensation. Was noted to be showing signs of a sunset phenomen, and signs of retained cortical material, and the implant was dislocated. No history of trauma. 7/2/96 office visit showed marked dislocation. The pt went to surgery here for repositioning of dislocated posterior chamber implant, left eye. (No signs of vitreous ior subluxed zonules).